Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.00m/1.5cm/140cm small peripheral cutting balloon wa selected for use in an endovascular therapy. During procedure, at second inflation, it was noted that the balloon ruptured. However, it was further reported that all the components were completely and simply removed without problem. The procedure was completed with a different device. No patient complications reported and patient was good post procedure.